Event description:
It was reported that the patient presented during clinical follow-up. During interrogation, it was noted that the patient experienced dyspnea due to capture anomaly of the implantable cardioverter defibrillator. Programming changes were performed. The patient was in stable condition.